Event description:
Spontaneous report from patient stating that both pumps were currently beeping and error code "no disposable, pump won't run" presented. Pt confirmed that the cassette was in place properly and she tried it with both pumps. Advised pt to mix a new cassette, and if it still has any issues it is likely a cassette issue. If error- code reoccurs, pt will contact pharmacy to advise and pumps will be reported. No other information known. Did the reported product fault occur while use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? - if necessary pt will have cassette able to return for investigation, but will not be sending it back at this time as replacement not necessary. Did the pt have a backup device they were able to switch to? Yes; no need to send any add'l. Was the pt able to successfully continue their infusion? Yes. Is this infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.